Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4) no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was noticed. Functional tests were performed. The reported problem was duplicated when cassette was installed and locked. It would not detect that it was locked. The latch lock flex cable was inoperable. Unable to determine who is responsible for the reported problem. Actions were taken to mitigate the reported issue: the latch lock flex cable was replaced.

Event description:
Information was received indicating that a smiths medical cadd solis pump exhibited cassette not locked alarm and a lock cassette before starting pump alarm. No adverse effects were reported.